Manufacturer narrative:
(B)(4). It was reported the patient received imipenem (dose, route, frequency and duration not reported) during hospitalization. The patient was discharged fourteen days after admission. At the time of this report the patient remained on hemodialysis and was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with automated peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. Peritonitis was manifested by abdominal pain and cloudy effluent. Seven days after onset, the patient was hospitalized for the bacterial peritonitis event. Beginning one day after onset, the patient was treated with cephalothin 1 gram every day intraperitoneally for four days and amikacin 1 gram every day intraperitoneally (duration not reported) for the bacterial peritonitis event. Five days after onset, antibiotic treatment was changed to vancomycin 2 grams intraperitoneally for "only doses" given only on the fifth day after onset) (specific frequency not reported) and the amikacin continued for the bacterial peritonitis event. Seven days after onset, antibiotic treatment was changed to vancomycin 1 gram every two days intraperitoneally for four days and the amikacin continued for the bacterial peritonitis event. On an unknown date, dianeal therapy was stopped. On an unknown date, the peritoneal dialysis catheter was removed and the patient was changed to hemodialysis therapy. Hospitalization was ongoing. The patient was not recovered from the bacterial peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.